Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the cuff pressure cannot be maintained". This occurrence was noticed during patient ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported.

Manufacturer narrative:
It was reported that "the cuff pressure not maintained". Issue happened during ventilation, no intervention or patient harm reported; no logfiles provided. Correction: intellicuff replaced via rga 100093, issue solved.